Manufacturer narrative:
Device investigation did not reveal any device defect or damage. The observed lack of speech perception was most likely due to an incomplete insertion of the active electrode array at implantation, namely four channels were left outside of cochlea due to difficulties encountered during insertion. Furthermore, as per explant report form, two channels migrated post-operatively out of cochlea, which has probably contributed to the lack of benefit. The problems given in the recipient report appear to match the findings. This is a final report.

Event description:
According to the clinic, 6 months after implantation the recipient was still not perceiving speech. Reportedly at initial surgery, the electrode array was not fully inserted; it was a difficult insertion and after several attempts only 8 electrodes could be inserted. Later 2 more channels were disabled due to non-auditory percept or high impedance. Therefore, the user had a device with only 6 working channels. Device was explanted on (B)(6) 2019. Per the device explantation report the user did not develop speech understanding with the device. Only 6 channels were observed inside the cochlea before device removal.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Six months after implantation the recipient is still not perceiving speech. Recipient was re-implanted with a non med-el device on (B)(6) 2019. Reportedly at initial surgery electrode array was not fully inserted; it was a difficult insertion, after several attempts only 8 electrodes could be inserted.